Event description:
Complaint received from anvisa system reports: "difficulty inserting the venous catheter, as the guide wire bent during the procedure.".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed, and there was one potentially relevant finding. Without the device returned for evaluation, it cannot be confirmed if this is relevant to the complaint issue. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
Complaint received from anvisa system reports: "difficulty inserting the venous catheter, as the guide wire bent during the procedure.".